Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the calibrator did not function as expected. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.